Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. A total of 20 retained samples from batch #5126288 were subjected to functional testing for the reported defect 'underfill' and none of the samples failed the inspection. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed with respect to lot 5126288 for the indicated failure modes collapse and draw volume. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled. Inspection of the lot also found tubes with molding defects and collapse. No adverse impact was reported regarding the patient or user.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled. Inspection of the lot also found tubes with molding defects and collapse. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#:k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.